Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had begun to emit beep tones. An interrogation of the ICD noted it had reached an eri (elective replacement battery) status. The physician believes the ICD may have depleted prematurely. The ICD is scheduled for replacement.